Event description:
After an implantation period of approx. 53 months, it was reported that the device shows the eri status.

Manufacturer narrative:
The device was explanted and replaced. Upon receipt, the device interrogation revealed the eos battery status, detected on (B)(6) 2020. The device was subjected to an electrical analysis. During the analysis the battery was found depleted. The current consumption of the ICD was measured and proved to be normal and as expected. Therefore the ICD was opened to inspect the inner assembly and to check the functionality of the electronic module. Visually no deficiencies were observed. The current consumption of the electronic module was directly measured and found to be elevated. In a next step, the electronic module was attached to an external power supply to verify the ability of the device to deliver therapies. The anti-bradycardia pacing pulses proved to be normal and in amplitude and frequency as programmed. A fibrillation signal was applied and the device delivered a defibrillation shock as specified, documenting a normal and expected sensing and shock delivery. In particular, the specified energy level was reached. Further electrical investigations revealed that a low voltage capacitor of the electronic module was damaged, causing an increased current consumption, draining the battery. The manufacturing process for this device was re-investigated and all production steps were performed accordingly. There was no sign of any inconsistency during the manufacturing process which may be related to the clinical observation. Particularly the final acceptance test proved the device functions to be as specified. In conclusion, the clinical observation resulted from a damaged low voltage capacitor on the electronic module. There was no sign of any inconsistency during the manufacturing process which may be related to the clinical observation. It is therefore assumed, that the damage occurred after the device shipment, however the date of occurrence was not determinable.